Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly. No button error alarm. Inspected connector on lcd and no unlock keypad connector. The insulin pump was received moisture damage at electronic assembly. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 201 mg/dl. Customer also reported condensation present on the insulin pump's screen. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.